Manufacturer narrative:
The lot number was also not provided to bsc. We made a good-faith effort to obtain this information. Because the lot number is unknown at this time, we are unable to provide the complete unique device identifier (UDI) and other specific product details. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the patient vessel was occluded requiring additional intervention. An enroute transcarotid stent was selected for use in a left side transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. Post procedure, the patient experienced right arm weakness which the physician attributed to a previous right sided stroke. Imaging performed revealed no new white lesions, but did reveal some contained low-density material, consistent with possible plaque prolapse and possible thrombus. The stent was explanted and an endarterectomy was performed. No further information was provided regarding patient outcome despite request by boston scientific (bsc).